Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7045904.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted ipg and lead were not returned.